Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration and qc were within the ranges. The alarm trace showed no abnormalities. The field service engineer performed hardware maintenance (intensive cleaning of the sample probe). The product labeling states: "all initially reactive or borderline samples should be redetermined in duplicate using the elecsys hbsag ii assay. If cutoff index values < 0.90 are found in both cases, the sample is considered negative for hbsag." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hbsagii assay performs within specifications. The cause of the event was due to a preanalytic (inadequate clotting time) issue at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hbsag ii assay on a cobas e 801 analytical unit. The initial result was 8.34 coi (positive). The repeat results were 0.397 coi and 0.357 coi (negative).